Manufacturer narrative:
Date rec¿d by MFR : 07oct2019, date of report : 07oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the power switch overlay to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm led failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 20 nov 2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the red alarm light emitting diode (led) being detached from the trace and not making contact on the power switch overlay caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 09/04/2019.

Event description:
The customer reported an alarm led failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.